Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was found the device touchscreen did not respond. This was due to the touchscreen being out of calibration. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not responsive. The device was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was available for clinical use. During testing at the user facility the device touchscreen did not respond. No additional info was provided.